Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive, with no wake-button response and no screen activity despite placement on the charging pad with the charging indicator illuminated; the user was instructed to sync data to the mobile app and shut down the device for return. Symptoms included no clinical effects and no blood glucose impact. Outcomes included no injury, no hospitalization, and no medical intervention. Investigation included customer service troubleshooting and education. Investigation of this returned device revealed a suspected device malfunction related to the sleep/wake button or power/display function consistent with a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce or confirm the failure mode through remote assessment.